Event description:
Complaint reportable based on additional info received 06/25/2009. It was reported that during a coronary drug eluting stenting treatment procedure resistance occurred during insertion, however, additional info indicates the stent was deployed in an intended location. The index procedure treated the de novo, moderately calcified, 60% stenosed 4.0x10mm target lesion located in the moderately tortuous mid and distal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.75x20mm non bsc balloon resulting in 50% residual stenosis. A vessel dissection occurred with an unspecified device and for bail out treatment the physician attempted to advance a 3.5x12mm taxus liberte to the target lesion. Due to heavy calcification, the stent was not able to be positioned correctly over the entire length of the lesion. It was noted that the shape of the stent was affected due to the calcification and the stent "got stuck" only partially covering the lesion. The physician did not want to attempt to remove the stent by force in fear that the vessel would be damaged. The procedure was completed by advancing a non bsc stent through the implanted 3.5x12 taxus liberte stent to the target lesion. Post dilation was performed using a 3.0x8mm non bsc balloon. The pt condition was listed as "stable".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg records were reviewed, and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.